Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 450 mg/dl at the time of incident. Customer treated high blood glucose level with the manual injection. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted for troubleshooting. Auto mode feature was not on at the time of high blood glucose event. The insulin pump will not be returned for analysis.